Event description:
It was reported that "d. Reported losing all of her waveforms and having a system error 7 alert come on her screen. We tried a screen be-boot which did not help". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.